Event description:
The customer called and reported he received a motor error on the insulin pump while attempting to deliver a bolus. The customer's blood glucose level was 340 mg/dl, for which customer treated with injection. During troubleshooting, it was stated that the customer had received a motor position encoder error alarm and then it turned off. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.